Event description:
The iab was inserted into the patient on 9/18/96. On 9/19/96 after iabp for over 61 hours, the iabp was reading "low helium tank" (autofill failure). The tank was changed. Then, the alarm "check iabp cather" sounded from the pump and blood was noted in the catheter tubing and the iab was removed. Event complications: unk - reported 9/24/96; none - reported 11/20/96. Patient's current status: disch'd 10/4 - rpt'd 11/20.

Manufacturer narrative:
Device label code: 1701, 1738, 1701. Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. Laboratory examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: it was not possible to determine the cause of the reported difficulty based on the event description and examination. Is it possible that the user perceived blood within the inner lumen as blood within the membrane? Blood noted entering the inner lumen during iab insertion is a normal occurrence and not a product defect. The inner lumen can be used to obtain an arterial waveform during iabp.